Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.